Event description:
Customer reported that the cuff deflated 15-20 min into use due to a cuff leak. Customer reported this occurred during a tmj procedure. Customer confirmed that the pt had to be reintubated due to the issue, but there was no pt harm. The pt was reintubated with the same model ett. The caller does not know if the cuff was pre-tested.